Event description:
Customer reports development of a staphylococcal infection following use of the device. The pt reported that the device was stored in an open condition prior to use. Pt required surgical debridement of the site.